Event description:
The core micro drill was sent in for service and it ran on its own w/o activation during a performance testing. A readily available alternate device was used to complete the procedure; no adverse event was associated with the device.

Manufacturer narrative:
Upon disassembly and testing the motor cartridge had limited power, which strongly indicates damage to the sockets. Damaged sockets can result in intermittent connection between the console and the handpiece, as well as higher impedance at the ground sockets resulting in false run signals as reported in this complaint.